Event description:
The manufacturer received information alleging the power button is not working and having electronic issues. There was no harm or injury reported. The device has been returned to the manufacturer pending evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported: "the manufacturer received information alleging the power button is not working and having electronic issues. There was no harm or injury reported." The device was received by the manufacturer and a full evaluation was completed. The customer¿s complaint of a damaged power button and intermittent electronic issues was confirmed. Evaluation determined that the power button damage originated from the front panel assembly. To address the issue, the manufacturer replaced the front panel assembly and updated the device firmware. After repair and reassembly, the device passed all functional tests, calibration checks, and quality inspection and was returned to service.